Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the quantity of sutures involved during this one procedure? Provide the total number of procedure where the suture broke. Were any of the cases previously reported? If yes, provide complaint number. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure on an unknown date, suture was used. The suture was reported to be broken while the surgeon was pulling and tying knots. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Retain and representative samples were visually and functionally tested for individual needle pull-off and knot pull tensile strength. The values were found to meet requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested and the following was obtained: 1. Please clarify the quantity of sutures involved during this one procedure? 3 each in one procedure. 2. Provide the total number of procedure where the suture broke - 3 each in one procedure and from the same lot number. 3. Were any of the cases previously reported? If yes, provide complaint number - no.